Event description:
The facility reported a colleague infusion pump with failure code 500:320:654:0000. According to the facility, it is unknown when or in which care area this event occurred. However, upon reviewing the pump's event history, baxter quality engineering discovered this event occurred during and interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 500:320:654:0000 was confirmed during product evaluation in the pump's event history. This condition was caused when a key, other than the on/off key, was pressed for more than 50 seconds. This condition was not reproduced during product evaluation; therefore, no repair was necessary for the reported condition.